Manufacturer narrative:
Additional manufacuring narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted., additional manufacturing narrative (if other): initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported "the probes are not as accurate as they have been before"no known impact or consequence to patient was reported.